Manufacturer narrative:
B3: estimated date. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of thrombosis is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, delay in treatment and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect - clinical code 2415 removed.

Event description:
Subsequent to previously filed report, additional information was received: after the knot had been advanced to the vessel wall, numbness/occlusion was noticed which was found to be thrombosis. No backwall stitch was observed. Angioplasty was used to treat the thrombosis. A non-abbott device was used to achieve hemostasis. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel closure of the right common femoral was attempted using a proglide device with a 6f sheath after a tibio-peroneal atherectomy procedure. Reportedly, there was resistance after deployment of the footplate while pulling back the feet to the vessel wall. After device deployment, numbness was noticed. Angioplasty was performed. There was a clinically significant delay reported. No additional information was provided.